Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a b4: battery maintenance required alarm was confirmed via the console¿s functional analysis. The returned centrimag console (serial number (B)(6) was functionally tested at the service depot, where a b4 alarm was reproduced. A battery maintenance test was performed, and the battery did not pass. Similar events occurred when the internal battery was placed within a test console, isolating the cause of the issue to the battery. A new battery was installed into the returned console which passed a maintenance test. Then, the serviced and tested console was returned to the customer site after passing all tests per procedure. The console¿s original internal battery was forwarded to the product performance engineering department for further analysis, where similar events continued to occur while the battery was in use with a known working test console. The battery was still able to support a mock loop despite the active b4 alarm and despite not passing its battery maintenance test. The battery was opened to inspect its welding and appeared unremarkable. The battery¿s cells were measured to check the voltages between each cell, and no atypical voltage measurements were observed. Further troubleshooting was unable to be performed, as the battery¿s printed circuit board is potted. The root cause of the reported event was isolated to an issue with the console¿s internal battery; however, the root cause of the battery¿s issue was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6) , showed the battery was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) has an emergency/troubleshooting section for the 2nd generation console in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 8.4 entitled ¿battery maintenance¿ instructs users on how to perform the battery maintenance procedure and on what steps to take when the test does not pass. The 2nd generation centrimag system operating manual (rev. M) section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including battery alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the unit required battery maintenance. The unit did not pass the battery maintenance procedure.